Event description:
The foreign distributor reported to the manufacturer that there was a leak in the catheter 1cm distal to the hub. The distributor stated that the customer did not damage the catheter.